Event description:
A malfunction alarm was reported by the customer, who was unable to reset the device as it would not shut down. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, although they were unable to complete troubleshooting for the malfunction.